Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was locked up and was unresponsive and they had to press buttons more than once to respond. The customer¿s blood glucose was unknown. Customer stated that they had to change out batteries more than once a week also stated that back light was dimmer. Customer stated that battery cap was stripped and hairline fracture on screen. Customer also stated that insulin pump received unexplained no delivery alarms. The device will not be returned for analysis.